Event description:
This pi is for right knee. It was reported through facebook: "I don't know very many tka's that get this kind of flexion....it feels that this ad is misleading. Many tka's can not tolerate being on their knees, either. I have both mako knees and, although I can be on my knees a bit, not my favorite position and I have only about 120 degrees flexion. I worked so hard in pt to get that much!"

Manufacturer narrative:
An event regarding range of motion (rom) involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing loss of range of motion post-implantation and required an arthrotomy and potential future revision. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.